Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) hospital of traditional (B)(6) medicine.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes are having underfilling issues. The following information was provided by the initial reporter. The customer stated: when the nurse draws blood from a patient in accordance with the doctor's orders, she finds that the blood flow rate is very slow and suspects that the negative pressure of the blood collection tube is insufficient, and replaces the blood collection tube with a normal one.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes are having underfilling issues. The following information was provided by the initial reporter. The customer stated: when the nurse draws blood from a patient in accordance with the doctor's orders, she finds that the blood flow rate is very slow and suspects that the negative pressure of the blood collection tube is insufficient, and replaces the blood collection tube with a normal one.